Event description:
It was reported by the customer, grasping side of the device broke off during use and fell into the pt. The doctor searched for the part in the pt and was able to locate it with an approx 15-20 min delay in the case. Another instrument was used to complete the case with no pt consequence. The arm of the jaw containing the pad separated at the hinge.